Event description:
It was reported to the aci clinical specialist that a patient underwent an unknown catheterization procedure. The exact date is unknown. Access was obtained at the common femoral artery via a 5f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the deployment steps were per the instructions for use (IFU) however, at the point of retracting the sheath, it was observed that the sealant was exposed at the distal area of the advancer tube within the black dual slit. It was reported that the advancer tube did not fully engage. The balloon was deflated and the patient was converted to 10-15 minutes of manual compression and successful hemostasis was achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and the investigation performed, the probable cause of the reported event could not be conclusively determined. The review of the lhr (lot f1113901) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.